Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Power error detected alarm found in history file due to j6 connector resistance issue.

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm. Customer's blood glucose value was unknown at the time of the incident. The troubleshooting was performed and they were able to clear the alarm and complete the rewind. The notification light did not stop flashing immediately. Customer will return device for analysis.